Event description:
According to the reporter, a patient underwent a procedure in 2011, prior to which the patient had a successful patency procedure, and has had the capsule retained within him/her since then. The patient had a barium swallow and small bowel follow through (sbft) for follow-up care for crohn's disease. There was no exacerbation of disease that prompted this recent examination. The examination demonstrated that the capsule remains retained with a slightly dilated loop of the ileum. The reporter states that the capsule appeared to have separated into two components.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.